Event description:
A male pt contacted lifecor customer support to report that one of the therapy electrodes had gelled. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The bent pins caused the front and one back therapy electrode to deploy its gel. The damaged electrode belt connector was replaced. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.